Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-05080, 1627487-2023-05081. It was reported the patient's s1 leads had high impedances and lead t12 had low impedances. Surgical intervention may be pending to address the issue.